Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The device would not feed forward properly and the clips were not forming. The case was completed with another like device. No pt consequence was reported .